Event description:
The customer received questionable creatinine plus generation 2 (creatinine) results for three patient samples. The initial results were: patient 1=1.9 mg/dl. Patient 2=1.9 mg/dl. (Male, date of birth (B)(6)) patient 3=2.4 mg/dl. (Male, date of birth (B)(6)) the initial results were reported outside the laboratory and were questioned by the physician. The samples were repeated and the results were: patient 1=0.8 mg/dl. Patient 2=0.7 mg/dl. Patient 3=0.7 mg/dl. The patients were not adversely affected. The creatinine reagent lot number was 659854. The expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause as no raw data or reaction kinetics were provided. As part of the investigation, the performance of the cell rinse unit on the affected instrument was checked. It was determined there were some dispensing and pressure issues with the cell rinse unit. After cleaning the tubing, there were no further complaints. No adverse event was reported.